Manufacturer narrative:
When on site for an in-service, the field service engineer observed that the facility does not have either the mh-946 injection tube to flush the endoscope nor a functioning third party flushing machine. The facility also does not have a mu-1 leak test device nor mb-155 leak testers. The facility only has a hand leakage tester, which is not being used. The client informed the field service engineer that the medivator automated endoscope reprocessor has a leak test function. The facility will be purchasing the required equipment and another in-service will be scheduled. Supplemental report(s) will be filed as any information becomes available.

Event description:
As reported for this event, during an in-service the field service engineer observed that the facility does not have required equipment for reprocessing. There is no reported harm to any patient.

Manufacturer narrative:
There is more information on the event. This supplemental report is being submitted to provide this information. The device history record review confirmed that device conformed to specifications at the time of shipping. The device has no available repair history. The event was implementation of in-service and not a device malfunction. Patient infection or harm was not reported. The endoscopy support specialist (ess) subsequently went on site and provided an in-service addressing all the reprocessing steps required and addressing al the discrepancies. The instructions for use (IFU) includes the following statements: IFU(reprocessing manual) cautions the user against insufficient reprocessing as follows; precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. IFU(reprocessing manual) cautions the user against insufficient reprocessing of channels as follows; precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators. IFU(reprocessing manual) provides the detailed usage of mh-946 in 2.3 injection tube (mh-946).